Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that an external dialyzer blood leak occurred approximately fifteen minutes into a patient¿s hemodialysis (hd) treatment. The rn reported the blood leak was visually observed coming from the arterial head of the device. The machine, a fresenius 2008t, did not produce any alarms. No visible damage was identified on the dialyzer. Fresenius bloodlines were also being utilized for the treatment. After the blood leak was identified, the patient¿s blood was returned. The estimated blood loss (ebl) was 10 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The dialyzer was reported to be available for a manufacturer evaluation.

Event description:
A user facility registered nurse (rn) reported that an external dialyzer blood leak occurred approximately fifteen minutes into a patient¿s hemodialysis (hd) treatment. The rn reported the blood leak was visually observed coming from the arterial head of the device. The machine, a fresenius 2008t, did not produce any alarms. No visible damage was identified on the dialyzer. Fresenius bloodlines were also being utilized for the treatment. After the blood leak was identified, the patient¿s blood was returned. The estimated blood loss (ebl) was 10 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The dialyzer was reported to be available for a manufacturer evaluation.

Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Should the sample be returned at a later date, a supplemental report will be submitted capturing the updated investigation results.